Event description:
Consumer stated that their child used these tooth brushes and ended up with a mouth full of plastic. They thought it was just one but they tried 2 more and those fell apart as well.